Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus issue the printed circuit board (pcb) was replaced. The programmer speaker assembly was replaced as a preventative. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not responding and the programmer was making beeping sounds. The programmer was returned for service. This is the second time this programmer has been returned for the same issue. There was no patient involvement.